Event description:
Event description cpi received information that these large patch leads were capped, and removed from service because, during an implantable cardioverter defibrillator (ICD) replacement procedure of a (1600), they were attempting to implant a (1746) (ICD), it was noted that the two large patch leads had cracking of the white plastic at the terminal pin connector. They elected to go with another (ICD) pectorally, (1763), and abandoned the (1746) the physician did not want to implant another 'long' lead at this time, and implanted an endotak down-sized plus lead (0125).